Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead , model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000101915.

Event description:
It was reported one of the patients leads has migrated. Migration was confirmed via x-ray. Surgical intervention may be pending to address the issue. Note: it is unknown which lead has migrated.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to lead migration was reported to abbott. The patient's lead was replaced and effective stimulation was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the lead was replaced to address this issue.